Event description:
The patient called lifescan (lfs) in 2005 and alleged that their meter was set to the wrong unit of measurement. Medical affirs attempted unsuccessfully to reach the patient 2 days later for more clinical information. A letter has been sent as a second attempt to reach the patient. The patient did not realize that their meter was set to the woring unit of measurement, therefore, it is not known how long the meter was incorrectly set. Pt had discontinued their medications and insulin because of low readings. They visited their physician and it was discovered that the meter had, in fact, been set to the wrong unit of measurement. The physician increased their oral diabetes medications and their insulin because their blood glucose was high (result not reported) and due to the lapse in the patient taking their medications. The patient stated their meter was previously set to the correct unit of measurement and that they had not made any changes. A replacement meter is being sent. This complaint is being reported as a malfunction due to the fact that meter is in the wrong unit of measurement while the patient does not recall going into the meter settings. There is no evidence of the meter contributing to a serious injury because no results or high blood glucose symptoms reported that would reflect a serious injury.